Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the up arrow keypad button began sticking a few weeks ago. The reporter stated that the button has a delayed response when pressed. The reporter denied any trauma to the pump; stated that the patient wears the pump exterior to her clothing; and denied cleaning the pump.